Event description:
The customer reported that the device failed to power on. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power on. There was no report of pt involvement or adverse pt impact. The device was evaluated by local philips service representative and the stated problem was confirmed. An internal connection that had become partially disconnected was found to have been the cause of this malfunction.